Manufacturer narrative:
The additional information is as follows: d.4. Medical device lot #: 8354555; d.4. Medical device expiration date: 2023-12-31; h.4. Device manufacture date: 2018-12-20.

Event description:
It was reported that poor packaging perforation occurred with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "the defect rate is too high, the tandem cutting is incomplete, and the tearing affects another aseptic package, causing cost increase and inconvenience and trouble in clinical work.". 3500 occurrences were reported, date/time and patient information not given.

Event description:
It was reported that poor packaging perforation occurred with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "the defect rate is too high, the tandem cutting is incomplete, and the tearing affects another aseptic package, causing cost increase and inconvenience and trouble in clinical work." 3500 occurrences were reported, date/time and patient information not given.

Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the returned photos and confirmed the reported observation of poor package perforation. The issue may have occurred at the perforation station of the primary packaging machine. If the production technician adjusted the air pressure to try to balance the cutting pressure, this may have resulted in poor perforation. The defective packages would have also been overlooked under this scenario. The appropriate personnel have been notified of this event. The production technicians will be re-trained to backtrack and check for defective package perforation when any adjustments are made to the packaging equipment. The cutting equipment will also be updated to improve the air pressure balance so fewer adjustments will be required. Customer complaint trends will continue to be evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Manufacturer narrative:
The reported lot# 83354555 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor packaging perforation occurred with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "the defect rate is too high, the tandem cutting is incomplete, and the tearing affects another aseptic package, causing cost increase and inconvenience and trouble in clinical work." 3500 occurrences were reported, date/time and patient information not given.